Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the flex vision pc stuck at start up. Rse reviewed the log file and confirmed the grabber cards did not initializing. Rse confirmed that the no display was seen upon boot up and the flex vision pc halt during boot cycle. The failure analysis was able to confirm the electrical failure. Upon further inspection, rse created material only for part but the customer assumed all the responsibility for repair. Later, onsite work order was cancelled for fse to perform fco. The issue got reoccurred again where fse replaced flex vision pc. After the replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the flexvision pc stops during boot up causing a blank display. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.